Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty printed circuit board could not be determined. It is possible that the issue was caused by the operational amplifier circuit design of the printed circuit board because the design was changed after the device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device available for evaluation: return date unknown. Olympus technical assistance center (tac) support engineer called the customer to trouble shoot the device. The customer was able to see color bars on the monitor connected to the cv-190 with a gif-h180 scope. Tac confirmed that the scope and the maj-1430 were properly connected to the cv-190 tower and image was obtained. The device was returned for investigation. Upon evaluation of the device, faulty printed circuit board was noted. In addition, a bad scope socket, keyboard control failure, damaged top cober, and damaged front panel were observed. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.